Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, lot# 0207038195, implanted: (B)(6) 2013, explanted: product type: lead. Product ID: 37085 serial/lot# (B)(4), implanted: (B)(6) 2013, explanted: product type: extension. Other relevant device(s) are: product ID: 37085, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the ins replacement operation on (B)(6) 2022 group a was used for programming. They hadn't had those sensations before and after switching back to program a felt the electrical sensation/shock that could be there for several minutes and sometimes had to turn off the dbs for the sensations to cease. With group a on the electrical sensations had been experienced on: (B)(6) on 7 occasions (B)(6) on 6 occasions  (B)(6) on 2 occasions (B)(6) on 5 occasions they reduced the strength to 1.8 and then became lighter in terms of electrical sensations, but then without good tremor inhibition. Previously they had speech problems/ hoarseness from group b, but now they were experiencing this with group a. Electrode impedances were taken on 4 separate occasions with first the head turned to the right, then to the left, then downwards and finally upwards. All impedances were ok at 0.7v, between 800-900 ohms in monopolar. Dbs was turned on and carefully palpated around the battery subclavicularly on the right and along the wiring up the neck and at the connector behind the right ear without causing any electric shock. However, the extension cable was tight and tight at the neck. Additional information was received: it was reported that the patient also felt the sensations when they were talking on their new phone. Data reports were sent to tech support, but no issues could be identified from them. It was thought there could possibly be a fluid short.

Event description:
Additional information was received: it was reported that the cause of the shocking sensation and further actions/interventions were unknown. From the data reports it looked as though the system and impedances were fine, so there was nothing more to add.

Manufacturer narrative:
Continuation of d10: product ID 3387-28 lot# 0207038195 serial# implanted: (B)(6) 2013 explanted: product type lead product ID 37085 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.